Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6). St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced. The patient is receiving effective therapy. Explant date is unknown.

Event description:
Follow up information identified the date of explant was (B)(6) 2017. In addition, the patient was experiencing pain at the ipg pocket site and the physician decoded to replace the ipg. The issue has been resolved.

Manufacturer narrative:
Correct coding added.